Event description:
It was reported that the patient was biopsied in 2009. Two days after the biopsy, the steri strip was removed and bleeding was noticed. The same steri strip was re-attached. The patient went to the ER five days later because the site was very sore and she could feel a lump. Also, she had a fever of 103 degrees. During this hospital stay, the site was drained and antibiotics were administered. At approx two weeks later, the patient went in for surgery to clean the necrosis. Tissue marker is still attached to the biopsy site. The patient transferred to a different hospital to the ICU for 4 days. The patient had two more surgeries. The patient is now out of the ICU, but still at the hospital. The hospital is stating that patient had undetected sepsis. The patient's condition is not considered to be caused by the biopsy. The hospital has not called the radiologist for additional information. Condition did turn into gangrene and part of her breast was removed. It is believed that the tissue marker was removed during surgery. Patient still needs a follow up skin graft. Nothing can be returned.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.